Event description:
During an in-clinic follow-up, it was not possible to interrogate the leadless pacemaker (lp) with conductive telemetry. On the ECG (electrocardiogram) the patient has a sinus rhythm below the programmed passing. No pacing response when a magnet was placed. An x-ray was performed and no anomalies were noted. A replacement procedure is anticipated. The patient was stable.

Event description:
Additional information was received that a revision procedure was performed and a new lp was implanted to resolve the event. The patient was in stable condition.